Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2015. The customer's blood glucose was between 20 mmol/l and 30 mmol/l at the time of hospitalization. The customer also reported the healthcare provider suspected the insulin pump was at fault. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting did not find any issues with the drive support cap. The insulin pump will be returned for analysis.